Manufacturer narrative:
(B)(4). Batch # t5ce9f. Device analysis: the analysis results found that the ntlc75 device was received with the channel shroud partially detached from knob area and no cartridge was received. Further analysis shows that the lockout spring was detached and not returned. No functional test could be performed due to the condition of the device. Due to the condition of the channel shroud, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The following information was requested, but not available: did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Was the device fired across a staple line? Please provide details as to how the reload did not work. Did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? Did the device staple, but there was no cut line? If the device cut and stapled, were there any staples missing from the staple line? How was the procedure completed? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device was not fired completely. Surgery was not delayed and no fragments were generated. There were no patient consequences. No additional information is available at this time.